Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure of the gastroesophageal junction. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon would not inflate to maximum capacity. It was then attempted to deflate the balloon. However, the balloon would not deflate completely. As a result, the endoscope and balloon were removed together and the catheter cut in order to withdraw the device from the scope. It was reported that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) with dilatation procedure of the gastroesophageal junction. The procedure was performed on (B)(6) 2012. According to the complainant, during the procedure, the balloon would not inflate to maximum capacity. It was then attempted to deflate the balloon. However, the balloon would not deflate completely. As a result, the endoscope and balloon were removed together and the catheter cut in order to withdraw the device from the scope. It was reported that a second cre balloon was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. The reported event of balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results. Visual evaluation of the returned device was performed. The catheter was inspected for defects and found to have been cut below the balloon's proximal bond. It was also noted to be bent or kinked in 3 places along its length. Functional analysis could not be performed due to the damage that had been done to the catheter. The reported event that the balloon could not be deflated could not be confirmed. However, balloon deflation issues can occur due to procedural or anatomical factors encountered during the procedure which limit the performance of the device (e.g., tortuous anatomy). Therefore, the most probable root cause for this complaint is operational context.